Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulators (mtm2) for failure analysis investigation. The units were analyzed and upon visual inspection, the mtms were installed onto an in-house system where the error was triggered indicating fault on the axis 1, replicating the reported event. The mtms were then installed onto a surgeon side console fixture test platform (sfpt) where power up was found to be failing on axis 1. Once testing was completed, the axis 1 motor was tested and was verified to be the source of the fault on both mtms. The probable root cause is attributed the axis 1 motor in the mtms. This issue can be resolved by replacing the mtms.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was unable to gain control of the instruments after the system prompted the surgeon to match grips of one of the surgeon side consoles (ssc) master tool manipulator (mtm). The tse could not find any associated logs. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the roco and obtained the following additional information: the surgeon was able to use the other ssc to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.